Event description:
It was observed during the device evaluation that the flex deflectable videoscope exhibited a peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected & prevented by following the instructions for use which state: inspection methods are written in instructions for use: ltf-s300-10-3d operation manual: chapter 3 preparation and inspection. 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.